Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that cause of impedance issue was unknown. Rep reported that impedance values are normal.

Event description:
It was reported that patient returned for adaptive follow up on single threshold adaptive dbs. Timeline on the right hemisphere was reporting extremely high local field potentials indicative of artifact. Healthcare provider attempted to set up a new dual threshold adaptive group but was unable to turn on sensing on the right hemisphere due to impedance issues. When the signal test was run there were impedances elevated into the investigate level on both hemispheres, however the left hemisphere was able to have sensing turned on. Adaptive programming resumed with tethering the right hemisphere to the left hemisphere. Impedance checks were run and normal impedances resulted each time. Only on the signal test did the impedances come back elevated and prevented brainsense from being turned on the right side. It is unknown to the rep if patient experienced any falls or damage to the hardware that would contribute to this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.